Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a device explant procedure, upon lead revision, low r-wave amplitude variation was observed on the rv lead. Patient was asymptomatic. No other electrical anomalies were observed. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.